Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with volista standop surgical light. As it was stated, during the surgery a small piece of white paint fell off the lamp into the operating field. There was no injury reported, however, we decided to report the issue based on the potential, as it could lead to contamination of the sterile field. Based on the information collected to date it was established that when the event occurred, the surgical light did not meet the manufacturer¿s specification, since appearance of chipped paint could be considered as technical deficiency, and in this way device contributed to event. The device was being used for patient treatment when the event took place. The peeling paint was caused by a lack of paint adhesion due to the painting process, the surface was too smooth after nitrocarburizing and the paint did not adhere correctly. The surface treatment of the axle involved was performed, by: manual mechanical cleaning with sanding sponge carborundom p240. In order to improve the paint adhesion, the supplier ¿larm a.s.¿ implemented modifications in the technological process for the metal surface treatment before painting; since february 2020, s70 abrasive ball blasting is applied, increasing the roughness of the surface and ensuring paint adhesion. This step is an automatic process reducing human factor. To prevent any safety issue the user manual IFU 01781 en 13 page 37 mentions to check for any chipped or missing paint during daily inspection. Additional inspection shall be performed as a part of the maintenance monthly inspection (§ 8.1.1 of the user manual IFU 01781 en 13 page 94). We consider the reported event, as well as the other equivalent events reported in the past, as isolated cases compared to the whole set of volista standop sf & df surgical light installed worldwide.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The correction of addtl mfg narrative/corr. Data# field deem required. This is based on the internal evaluation. Previous addtl mfg narrative/corr. Data: getinge became aware of an issue with volista standop surgical light. As it was stated, during the surgery a small piece of white paint fell off the lamp into the operating field. There was no injury reported, however, we decided to report the issue based on the potential, as it could lead to contamination of the sterile field. Based on the information collected to date it was established that when the event occurred, the surgical light did not meet the manufacturer¿s specification, since appearance of chipped paint could be considered as technical deficiency, and in this way device contributed to event. The device was being used for patient treatment when the event took place. The peeling paint was caused by a lack of paint adhesion due to the painting process, the surface was too smooth after nitrocarburizing and the paint did not adhere correctly. The surface treatment of the axle involved was performed, by: manual mechanical cleaning with sanding sponge carborundom p240. In order to improve the paint adhesion, the supplier ¿(B)(4)" implemented modifications in the technological process for the metal surface treatment before painting; since february 2020, s70 abrasive ball blasting is applied, increasing the roughness of the surface and ensuring paint adhesion. This step is an automatic process reducing human factor. To prevent any safety issue the user manual IFU 01781 en 13 page 37 mentions to check for any chipped or missing paint during daily inspection. Additional inspection shall be performed as a part of the maintenance monthly inspection (§ 8.1.1 of the user manual IFU 01781 en 13 page 94). We consider the reported event, as well as the other equivalent events reported in the past, as isolated cases compared to the whole set of volista standop sf & df surgical light installed worldwide. Corrected addtl mfg narrative/corr. Data: getinge became aware of an issue with volista standop surgical light. As it was stated, during the surgery a small piece of white paint fell off the lamp into the operating field. There was no injury reported, however, we decided to report the issue based on the potential, as it could lead to contamination of the sterile field. Based on the information collected to date it was established that when the event occurred, the surgical light did not meet the manufacturer¿s specification, since the appearance of chipped paint could be considered a technical deficiency, and in this way device contributed to the event. The device was being used for patient treatment when the event took place. When reviewing reportable events for this type of issue we were able to establish that the received incident is occurring at a low ratio. To prevent any safety issues the user manual mentions to check for any chipped or missing paint during daily inspection. An additional inspection shall be performed as a part of the maintenance monthly inspection. Getinge initiated a field action msa-605552 (z-1308-2022) in may 2022 for the volista standop surgical lights due to the potential for paint chipping to occur on the component (reference (B)(4)) located on the fork of the volista standop cupolas. Field action was launched in order to continue to perform daily inspections per the IFU by the customers, which include checking for any chipped or missing paint. If a customer observes paint chipping or detachment, the firm recommends to stop using the device and to contact the getinge service representative to schedule an appointment to replace the part free of charge. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 31st march, 2021 getinge became aware of an issue with volista standop surgical light. As it was stated, during the surgery a small piece of white paint fell off the lamp into the operating field. There was no injury reported, however, we decided to report the issue based on the potential, as it could lead to contamination of the sterile field.